Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother stated the sensor had been inserted into the upper buttocks on (B)(6) 2020 and the patient started to bleed from the insertion site. The patient¿s mother applied pressure to the area for 45-minutes; however, the bleeding would not stop. An ambulance was called, the patient was transported to the hospital and pressure was applied to the site for 2-hours until the bleeding stopped. At the time of contact, the patient was doing okay. No additional patient or event information is available.